Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt cable¿s lead-1 wire being open. The root cause for open wire was unable to be identified. There was no adverse event that resulted from the damaged belt.